Event description:
It was reported that during a stent-assisted coiling procedures to treat a 13.5mm basilar tip aneurysm, the physician had placed 2 non-microvention stents one each in both pcas. Three hydroframe coils were then placed. The fourth coil was going into the coil mass and primarily filling the anterior portion of the aneurysm. The physician began to pull the coil back out and was met with resistance and the coil prematurely detached as the belief that it was caught in the coil mass. About 20mm of coil was protruding all of the way down into the vertebral artery. A snare was not available to remove the coil and physician used 4 stents to tack down the stretched coil. At the vertebral artery the diameter of the vessel was over 5.5mm and the most proximal portion of the coil needed to be tacked down with a larger carotid stent. Due to tortuosity, it was unable to get the carotid stent in place and about 5mm of coil remained free floating in the vertebral artery and the procedure was concluded. The patient was discharged and is in stable condition and is on dapt per standard protocol. No additional interventions planned or needed.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and is not available for return to the manufacturer for evaluation. Therefore, the alleged product issue could not be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.